Event description:
It was reported that the patient received high voltage therapy as the implantable cardioverter defibrillator (ICD) incorrectly detected atrial fibrillation (af) with rapid ventricular response as ventricular fibrillation (vf). The ICD remains in use. No further patient complications have been reported as a result of this event.